Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the femoral artery instead of vein was punctured with competitor product. The case continued as normal with the sheath and was completed with cryo. Two hours post-procedure, the patient experienced bleeding at the puncture site and surgical treatment was necessary. No further patient complications have been reported as a result of this event.